Manufacturer narrative:
(B)(4). Date sent: 1/15/2021. D4: batch # r58e3g. H6: component code: safety (g06), electrical and magnetic (g02), others(g07). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. No conclusion could be reached as to what may have caused the pcb board to be damaged. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy the ethicon 35mm vascular stapler only did a partial fire and failed to open while clamped on the renal vein. Even the emergency release mechanism would not allow the stapler to open initially - but eventually, the surgeon was able to release the stapler from the tissue. There was no adverse patient outcome.